Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7088156/7087923.

Event description:
It was reported that the patient had a methicillin-resistant staphylococcus aureus (mrsa) infection in the nose that was not device related. The patient underwent a spinal cord stimulator (scs) system explant procedure and was prescribed antibiotics. The patient was doing well postoperatively and the explanted devices will not be returned.